Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. Device back light function properly and no anomaly noted. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test and displacement test. No rewind slow loud or noise anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of the insulin pump was unresponsive and need to push multiple times to respond. Customer reported insulin pump was slower, louder during rewind, dimmer light. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.